Event description:
Boston scientific received information that during the implant procedure, the right ventricular (rv) lead had perforated the left side of the heart wall. The patient had to spend an extra night at the hospital. The rv lead remains implanted.

Manufacturer narrative:
Should additional information become available, this event will be updated.